Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported that the patient had bleeding complications related to the impella. 6 units of red blood cells were given to manage the complication. There was a left pulmonary perforation that was expected due to excessive bleeding in the left bronchial tube. Oxygenation became an issue so the pump was withdrawn to facilitate ECMO (extracorporeal membrane oxygenation) cannula. It was reported that the patient survived the procedure. No further information is available.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.